Manufacturer narrative:
This event occurred in (B)(6). From the information provided, a general reagent issue can be excluded. Assays from different manufacturers, in this case abbott, can generate different results. This relates to the overall setups of the assays, the antibodies used and differences in reference materials and standardization methodology. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module. The sample was submitted for investigation where discrepant results were identified for elecsys tsh (tsh), elecsys ft3 iii (ft3 iii) and elecsys ft4 iii (ft4 iii) between the customer's e801 module, the abbott architect method and an e801 module used at the investigation site. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results and medwatch with patient identifier (B)(6) for information on the ft3 iii results. The initial results from the customer site were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer's e801 module serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft4 iii reagent lot number used at the investigation site was 380330 with an expiration date of dec-2019.